Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and failure to capture. It was also noted that the right atrial (ra) lead exhibited low impedance. Both leads had lead warnings occur. Both leads remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.